Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed a false positive troponin-I result on the architect i2000sr analyzer. The following data was provided: initial 0.3 ng/ml, repeat less than 0.07 ng/ml. There was no impact to patient management reported. On (B)(6) 2014, an abbott technician replaced the stat, r1 and r2 probes, there are no concerns with the wz manifolds, no evidence of leaks. The customer states they are still running positive troponin-I results in duplicate but have not seen any discrepancies in results.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, instrument service and accuracy testing on the troponin reagent. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The products were not available for return. Accuracy testing on a retained kit met all specifications. The pre-trigger level sense sensor and probes were replaced on the architect i2000sr analyzer due to normal wear. Complaint information reasonably suggests the assay and instrument are performing as intended, and no malfunction of the devices occurred. Based on the available information, no product deficiency was identified.